Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the they experienced multiple diabetic ketoacidosis and hospital visits. The customer blood glucose level was unknown. Customer also stated that they had trouble with original transmitter. The device will not be returned for analysis.